Event description:
It was reported that a device was used during a lap gastric bypass for placement of a gastrojejunostomy. When the device was fired it did not lay staples. Another device was used to complete the case. There were no consequences to the patient.